Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding. The customer stated that numbers were not ramping on their own. The customer also stated that all buttons were unresponsive and using the up arrow allows then to navigate screens. The customer stated issue frequency was every time after pressing any button. The customer stated that an button stuck alarm was in progress at the time the button was unresponsive and customer able to clear the alarm successfully. The customer also stated that buttons were responded very slowly after replacing battery. No harm requiring medical intervention was reported. The device will be returned for analysis.